Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR rec'd a user facility report rec'd from (B)(6) which stated that the pt developed (B)(6) infection of the lvad. The device was explanted. Recurrent ventricular tachycardia secondary to lvad induced septal shift. Another device was not implanted.